Event description:
The user facility reported that during a colonoscopy with polypectomy, when the users attempted to deploy a clip at the site of a polyp, they experienced difficulty releasing the clip. The users reportedly shook the device and attempted different maneuvers to release the clip, and claimed that the clip caused a tear in the pt's mucosa. The users were said to have deployed four add'l clips on the mucosal tear, and no surgical intervention was required. The pt is reportedly doing fine to date.

Manufacturer narrative:
Olympus followed up with the user facility on this matter, and was informed that the location of the device was not known and was therefore, not available for evaluation. If the device is received at a later dated, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined. Based upon the info provided by the user facility, user handling cannot be excluded as a contributory factory. This report is being submitted as a medical device report in an abundance of caution.